Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus/migration of essure device-center of my uterus') in an adult female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), device expulsion ("explusion"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge/brownish reddish vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("vaginal haemorrhage"), urinary tract disorder ("urinary problem"), bladder disorder ("blader problem"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain in ovaries/pain in fallopian tubes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, female sexual dysfunction, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal discharge, headache, fatigue, hormone level abnormal, nausea, vaginal haemorrhage, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, uterine pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping) dyspareunia, (painful sexual intercourse ), apareunia, pelvic/ abdominal, other, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),gen. Abnormal. Bleeding, expulsion, migration, perforation: uterus, bladder infection ,uti, vaginal . Discharge, fatigue, headaches, hormonal changes, nausea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus/migration of essure device-center of my uterus') in an adult female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), device expulsion ("explusion"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge/brownish reddish vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("vaginal haemorrhage"), urinary tract disorder ("urinary problem"), bladder disorder ("blader problem"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain in ovaries/pain in fallopian tubes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, female sexual dysfunction, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal discharge, headache, fatigue, hormone level abnormal, nausea, vaginal haemorrhage, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, uterine pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping) dyspareunia, (painful sexual intercourse ), apareunia, pelvic/ abdominal, other, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),gen. Abnormal. Bleeding, expulsion, migration, perforation: uterus, bladder infection ,uti, vaginal . Discharge, fatigue, headaches, hormonal changes, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. New events added- vaginal haemorrhage, urinary tract disorder, adnexa uteri pain, uterine pain, bladder disorder. Lot number added. Event outcome of dyspareunia and genital haemorrhage was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation: uterus') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal discharge, headache, fatigue, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal discharge to be related to essure. The reporter commented: she received treatment for chronic, dysmenorrhea (cramping) dyspareunia, (painful sexual intercourse ), apareunia, pelvic/ abdominal, other, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), gen. Abnormal. Bleeding, expulsion, migration, perforation: uterus, bladder infection, uti, vaginal discharge, fatigue, headaches, hormonal changes, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case was upgraded to incident. Event injury was updated. Events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleeding, expulsion, migration / perforation: uterus, bladder infection ,urinary tract infection, vaginal discharge, fatigue, headaches, hormonal changes, nausea added. Patient's date of birth added. Essure removal date added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.